Event description:
It was reported that over time the penis of the patient has curved at a 90 degree angle, making penetration impossible. The physician believes the penile curvature is a peyronies disease due to history of radiation therapy for prostate cancer. The patient underwent surgery and the inflatable penile prosthesis (ipp) was replaced, the penis was straight without further intervention. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported sizing issue is considered an unintended user error that caused or contributed to the reported event.

Event description:
It was reported that over time the penis of the patient has curved at a 90 degree angle, making penetration impossible. The physician believes the penile curvature is a peyronies disease due to history of radiation therapy for prostate cancer. The physician felt the ipp was oversized and the material of the prosthesis adhered to the penile curvature. There was no leakage in the device that would have cause an inflation issue. But the penile curvature would not allow fully inflation. The patient underwent surgery and the inflatable penile prosthesis (ipp) was replaced, the penis was straight without further intervention. There were no further patient complications.